Manufacturer narrative:
A customer from outside the united states reported an observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to alternate method testing. Siemens evaluated the instrument data and the information provided by the customer. Quality control (qc) recovered within laboratory established ranges on the day of the event. Peg (polyethylene glycol 6000) treatment lowered the troponin result, indicating interference from macro troponin complexes (large molecular weight complexes of troponin bound to immunoglobulins) were present in the initial sample. Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. A product issue was not identified. The customer is operational, and the reported issue is resolved by completing troubleshooting actions.

Event description:
The customer reports an observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to alternate method testing when using tnih kit lot 107. An initial elevated result was obtained for one patient sample. The initial result was not reported to the physician. The same sample was retested on an alternate method and obtained a lower result. The lower result matched the clinical diagnosis of the patient and was issued on the corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.